Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level over 54 mg/dl. Customer declined to troubleshoot their low blood glucose reading. Product will not be returning for analysis. The customer was not using auto mode feature during the serious injury. The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 97 mg/dl and the sensor glucose were 73 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose values. The customer was advised issue is most likely due to sensor not situated properly preventing the sensor from properly tracking changes in glucose. Customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Products will not be returning for analysis.